Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an infection (staphylococcus aureus) (treatment unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported) due to the infection at implant site. This report is submitted on august 15, 2022.